Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received a high alert on her g7 app. She called her doctor and was advised to go to the emergency room. The patient was feeling a bit lightheaded at that point. When she arrived at the emergency room, they took a bg reading which was 158 mg/dl and the cgm was still reading high. At the emergency room the patient was treated with IV fluids (sodium chloride). The patient stayed less than 24 hours at the ER. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).